Event description:
New information received notes that the noise was unable to be reproduced with manipulation tests. The patient was doing fine and will continue to be monitored via remote transmission.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed via remote transmission. The patient was asymptomatic. Review of the egm revealed oversensing. Manipulation tests will be performed to determine if this is a lead issue or if the can is moving in the pocket. The patient was stable.